Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device powered on by itself. There was no patient involvement at the time the issue was discovered as the device was in the respiratory storage room and not on a patient. The customer called technical support to report that the device powered on by itself. The remote service engineer (rse) informed the customer of the latest service manual revision and provided the customer with the part number and price of the user interface (ui) printed circuit board assembly (pcba) for repair. Investigation is ongoing.